Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a manufacturer representative (rep) regarding a navigation system being used for a fess procedure. The rep indicated that there was an alleged inaccuracy in that while taking out a bone tumor in the frontal sinus the surgeon hit the posterior wall of the sinus and went through the dura. This caused a 2 mm hole which subsequently caused a csf leak. The surgeon was able to repair the hole and was able to excise the tumor as well using navigation. The issue caused a one hour extension in procedure, but it is unknown if the patient has any adverse effects. Review of the event determined that 2 registrations were performed and each registration covered the nose and some of the forehead, but did not go laterally on the patient very far. Additionally, each registration had trace points on the cheeks as well as points stored beneath the surface of the model. The cans did not meet imaging protocol with almost all of the head cut off and some of the ears.

Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and was determined to be fully operational. If information is provided in the future, a supplemental report will be issued.

Event description:
The representative provided the following information. The surgeon checked the accuracy several times on the surface and noted it appeared to be accurate. He couldn¿t tell at all where he was operating in the sinus because he was drilling through a bone tumor in the frontal sinus¿ in other words he was working in a white bone tunnel with no reference points. The bone tumor was right on the skull base and so he went from white bone tunnel to brain without any warning. When he breached the dura he immediately put his navigated 70 degree suction on the spot where the blood and csf was coming out and it showed him 3mm from the skull base. The surgeon never re-registered the navigation system but he didn¿t use it after to reference. The bone tumor was thin enough to where he popped half of it out and then he had a clear view of where he was in the anatomy.

Manufacturer narrative:
The logs and patient archives were reviewed for a software analysis. The software analysis was unable to determine the probable cause with the available information. If information is provided in the future, a supplemental report will be issued.